Manufacturer narrative:
A product investigation was completed: our investigation shows that the insertion wrench has wear and tear signs on the surface. Also we found that some areas of the coating layer are disappeared. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information and without all involved instruments, we cannot determine the exact root cause. Also we cannot reproduce the complained issue. The complaint relevant dimensions of the instrument were checked as far as possible and find to be within specifications. Therefore it is likely that the instrument in question worked correctly when distributed in 1996. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot number was obtained upon receipt of subject device. Subject device was received on april 30, 2015. A device history record review was performed for the subject device lot. The review showed that a rework was performed. This nonconformance is not relevant to this complaint because the issue is referring to the diameter 4.55 +0/+0.05, drawing. There were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received. The investigation could not be completed; no conclusion could be drawn, as the subject device is entering the complaint system. Manufacturer identified with receipt of lot number and corrected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a surgery to repair a bone fracture of proximal part of femur, the insertion wrench was unable to go through screw hole of the plate. The surgeon had to insert the screw without the wrench. The locking compression/dynamic hip screw plate was then overlaid. There was 15 minutes delay in the surgery due to the reported event. This report is 1 of 2 for (B)(4).